Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2016, several non sustained episodes were showing noise in the rv channel. Electrical performances of the ICD were normal. The physician wants to know the root cause of the noise and whether it is recommended to replace the lead. The rv sensitivity threshold was changed from 0.4mv to 0.6mv at the end of the follow-up.